Event description:
Linkbio reviewed a patient record which described revision of this link knee (implanted (B)(6) 2023) on (B)(6) 2023. The office visit note preceding the revision surgery (dated (B)(6) 2023) indicates possible periprothetic left knee infection associated with cellulitis. Communication from surgeon indicates no known infection present for this revision. Dr. Was unsure of the cause for arthrofibrosis but patient presented with multi-directional instability. Patient's ltt testing reflects mildly reactive to aluminum and vanadium.